Event description:
A physician reported a pt with residual cylinder following intraocular lens (iol) implant surgery. The physician reported the lens was positioned correctly in the capsular bag and the cause of the residual cylinder is unk. The physician reported the pt was not satisfied with the result of the surgery. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met released criteria. The room cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).